Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Patient age and weight were not made available from the site. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system became unresponsive when attempting to switch from one instrument, ostium seeker, to another, the curved suction. In trouble-shooting, they backed up to navigation, re-registered the instruments and normal function was restored. The surgeon continued and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.